Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a medical procedure. During the procedure, noise oversensing due to cautery was noted. In addition, the clinical representative believed that the patient was bradycardic, but it was not conclusive if this occurred during the procedure. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but no further information was obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a medical procedure. During the procedure, noise oversensing due to cautery was noted. In addition, the clinical representative believed that the patient was bradycardic, but it was not conclusive if this occurred during the procedure. No additional adverse patient effects were reported. This crt-d remains in service.